Event description:
It was reported that the pulse generator and the leads were explanted due to device infection. No further information is available.

Manufacturer narrative:
Follow-up to report concomitant products, which were not reported earlier.